Manufacturer narrative:
One agilis introducer was rec'd for eval. Blood was visible throughout the device when flushed. No visual anomalies were observed. The introducer was leak tested but failed due to water observed dripping from both the proximal and distal ends of the handle. Following the leak test, the handle was disassembled and the interior of the device inspected. The clip subassembly, holding one of the pull wires, was observed to fall off the pull wire when actuating the adjusting knob. Deflection of the distal shaft was identified to not function in either direction as intended when rotating the adjusting knob clockwise and counter clockwise. No batch number was provided for the returned device; therefore, a DHR could not be done. The root cause classification was consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported during a left sided ventricular tachycardia ablation procedure a leak occurred from an agilis introducer. During the procedure the physician inserted a biosense webster smartflow ablation catheter through an agilis introducer and noted blood dripping from the area where the sheath is connected to the handle. The introducer was exchanged for another agilis introducer. There was no other visible damage to the introducer. The procedure was completed and was successful. There was no adverse consequences to the pt. Add'l info was requested but was unavailable.